Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 424, 422, 325, 389 and 263 mg/dl. The customer¿s expected fasting blood glucose test result range is 130-140 mg/dl. The customer reported feeling tired and having a headache; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/14/2024 and test strips were opened one month prior to the call. The meter memory was reviewed for previous test result history: result 1: 424 mg/dl date: (B)(6) time: 3:17 pm fasting; result 2: 422 mg/dl date: (B)(6) time: 11:22 am fasting; result 3: 325 mg/dl date: (B)(6) time: 12:08 pm fasting; result 4: 389 mg/dl date: (B)(6) time: 3:41 am fasting; result 5: 263 mg/dl date: (B)(6) time: 12:15 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.